Manufacturer narrative:
(B)(4). The insulin pump passed the functional, including the displacement, rewind, basic occlusion, and occlusion tests. The pump also passed the prime/compromised force sensor system, excessive no delivery tests and the dat test at 0.08765 inches. The pump uploaded properly using carelink pro. The pump had intermittent button response on the esc, act, up arrow and down arrow buttons due to flattened dome switches. During visual inspection the j2 keypad connector on the lcd/b was found locked properly. Time advanced properly. The pump had minor scratches on the display window. There were scratches on the case, reservoir tube window and a cracked reservoir tube lip. No damage noted on the lcd glass.

Event description:
The customer reported via phone call that they were involved in a car accident and the insulin pump was not delivering insulin. The customer was hospitalized on (B)(6) 2017 with an unknown blood glucose level. The customer had trauma to their legs and arms. The customer was released the next morning. The customer was wearing the insulin pump at the time of the hospitalization. Customer reported a blood glucose of 390 mg/dl. The customer also reported the insulin pump was under-delivering insulin. Customer stated the buttons were stuck and unresponsive on the insulin pump. Customer was able to verify that the time was advancing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.